Event description:
The plate broke and was revised. This event did not cause an adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of eval: the metalurgical analysis results suggest that this event would not be associated with the device. However there is insufficient info provided to determine the cause of this event.